Event description:
It was reported that a system error (se) 2240 alarm (air in set/line) occurred on the homechoice (hc) device during dwell 1. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) assisted the hp in cycling the power on the device and advised the hp to start therapy over with new supplies. During troubleshooting it was reported that unused supply lines were unclamped. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a clamp being left open on unused lines is a known cause of the reported event. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.